Manufacturer narrative:
Additional information was received indicating that 25 years and 5 months post implant of this mechanical valve, it was replaced val ve-in-valve due to aortic insufficiency. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a device history record review was not performed as the event description did not indicate a potential manufacturing issue. Since the valve has been implanted for over 25 years, it¿s very unlikely that the explant is due to any potential manufacturing issue. Without the return of the device, the root cause of the regurgitation could not be determined.

Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 25 years and 5 months post implant of this mechanical valve, it was replaced valve-in-valve for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.